Manufacturer narrative:
Continuation of d10: product ID 977c265 lot/serial# (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2025; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) stating the spinal cord stimulator was not working. When she turned it on it shocked her. Patient felt a protrusion of the wire from the lead causing her debilitating pain. Hcp is unsure what the status of the device is.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their implant was removed four months ago because the wires migrated and were sticking out of their back. When asked for event date, patient stated that for over a year they noticed that the wires were sticking and sticking out and they couldn't move or anything. Patient said that they ended up in the hospital, they didn't have no other choice than to remove the implant and mentioned they got better afterward. Agent offered to connect patient to patient registration services (prs) to request implant records and agent then transferred patient to prs. Agent documented information provided on call.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.